Event description:
Customer reported that a patient developed bumps and hives approximately two weeks following a surgery to explant and replace unspecified suture used in a rotator cuff repair performed 6 months prior. Surgeon opined that the patient had a foreign body reaction along the incision line. The patient was returned to surgery for explant of the sutures thought to be the cause of the symptoms. The sutures were replaced with an absorbable suture. The patient continues to present with hives.

Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.